Event description:
User facility reported that the device was placed in use with pt on (B)(6). According to reporter on (B)(6), the connector portion of the device became disconnected from the rest of the device. The user facility reported making several attempts to secure the connector appropriately and the cannula was exchanged on (B)(6). No adverse effects reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a follow-up report detailing the results of the evaluation.